Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle stuck on a 22 g x .25 mm bd venflon¿ pro safety peripheral safety IV catheter. The nurse reported using ¿lots of power¿ to take it off. Once removed, the needle tip came out of the safety mechanism. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: received 1 used sample and 1 representative sample were returned for the investigation of this complaint. Figure 1: samples returned used sample was found to have tether foil overlapping on the needle hub heat stake side. Figure 2: overlapping of tether foil representative sample was subjected to manual activation; visual inspection was also done before and after manual activation to observe for any abnormalities. No abnormalities were observed. Figure 3: tether foil and v-clip before manual activation. Figure 4: tether foil and v-clip after manual activation. Investigation conclusion: used sample was found to have tether foil overlapping on the needle hub side. Representative sample was subjected to manual activation; visual inspection was also done before and after manual activation to observe any abnormalities. No abnormalities were observed. Root cause description: the tether length is shorter due to part of the tether been wrongly assembled onto the heat stake at needle hub area. The hole of the tether part is supposed to be passed through by the needle instead of by the heat stake at needle hub area. The incorrect tether foil assembly is due to the sticky residue on tether nest which caused the tether foil not to be properly seated into the nest. When tether foil is in the tether nest, the smoother fixture will move down to straighten or smoothen the tether foil. However, the smoother fixture can only straighten half of the tether foil because smoother fixture will only move down at the midpoint of tether length. In cases where there is sticky residue in the tether nest, straightening half of the tether foil will not help tether foil to seat properly into the nest. This will cause the improper folding of tether foil which resulted in incorrect tether assembly. Manufacturing process has been revised to include cleaning of the tether nest for every shift to ensure no sticky residue is present. Rationale: no CAPA is required as corrective and preventive actions were implemented. This batch was produced before the manufacturing include cleaning of the tether nest for every shift to ensure no sticky residue is present. Complaint trend will be monitored. DHR review: no abnormalities observed after reviewing preventative maintenance, calibration, and equipment.